Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's right ventricular lead. Examination of the lead revealed over-sensing of noise, which caused the shock and was suspected to be caused by lead fracture. The lead was capped on (B)(6) 2024. The patient was stable throughout.